Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (500 mcg/ml at 129.45 mcg/day) via an implantable infusion pump for intractable spasticity. It was reported that the two black tabs were pressed to release the pump connector during a normal pump replacement; however, the pump connector began to come apart versus releasing from the pump. There were no patient symptoms to report. There were no known factors that may have led or contributed to the issue. Post-operation, an instrument was used to remove the connector and it was still unable to be disconnected from the pump. A white substance was noted near/at the old pump connector. The pump connector was replaced because the original connector was unable to be removed from the old pump. The issue was resolved at the time of report. The patient's status at the time of report was alive - no injury.